Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions to continue using the device, advising to reach out again if the issue recurred. The caller understood the guidance provided.